Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with failure code 810:11 on channel b; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump wtih failure code 810:11 on channel b was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.